Event description:
Patient was having a laparoscopic appendectomy. Physician was using a medline renewal babcock grasper to grasp the bowel. The babcock was able to grasp the bowel, but became stuck in the closed position and the jaws were unable to open. Physician was able to detach the babcok from the bowel using another grasper without complication. The babcock was removed from the patient and the trigger on the instrument became dislodged and fell off the instrument. Endopath babcock with ratched handle. Renewal ethicon; richmond, or 97756 us.